Event description:
It was reported that during a sigmoidectomy procedure, scissoring occurred 2 times in a row. Another device was used to complete the case. There were no adverse consequences to the patient. No device returning.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.